Event description:
Caller reports lancet protrudes beyond the end cap of the multiclix device. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
The reported capture anomaly could not be reproduced in the laboratory. The device was tested on the bench and on the automated electrical system. No anomalies were detected. A cardiac simulator was connected to the device. The test signals showed that the device sensed and paced normally. The device's lv port output function was tested on the bench and found to be normal. The cause of the reported capture anomaly could not be determined.

Event description:
It was reported that after the pocket was closed, there was no capture at max output on the lv channel. The device was explanted and replaced.